Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the electrogram (egm) revealed that the implanted cardioverter defibrillator exhibited oversensing in the ventricular channel. Programming changes were discussed. No intervention and no additional information was reported.